Event description:
A bipap avaps c series device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. There were no reports of death, serious harm, or injury, and no medical intervention was provided. During evaluation at the third-party service center, the device was visually inspected and evidence of visible foam degradation was observed. Following completion of the evaluation, the device was scrapped by the service center. There was no reported patient involvement or adverse clinical outcome associated with this event. Based on the identification of visible foam degradation during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.